Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A reagent probe from the instrument was provided for investigation and investigations could not determine any issues with the probe. The most likely root cause is a contamination inside the reagent probe.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer reported that they received erroneous high results for one patient sample tested for testosterone. The customer also mentioned that they had result outliers for cortisol, but provided no further information regarding this test. The sample initially resulted as 1.11 ng/ml. A frozen aliquot of the sample was then repeated on (B)(6) 2015 on a different analyzer, resulting as 0.479 ng/ml. The patient was not adversely affected. The testosterone reagent lot number was 187861. The reagent expiration date was asked for, but not provided. The field service representative visited the site on (B)(6) 2015 and could not initially determine a cause for the issue. He performed probe adjustments, cleaned probes, performed liquid level detection adjustments, cleaned system components, exchanged tubing, and performed a volume check. No abnormalities were seen. It was noted by the customer at this time that issues could be seen with testosterone and cortisol control recoveries on the analyzer. The customer stated that observed control outliers were both high and low. The field service representative later returned to the site on (B)(6) 2015 and precision studies were performed on the instrument at this time. It was observed that outliers for testosterone occurred when other tests were measured on the analyzer. The mixer was checked and was ok. The gripper and probes were found to be clean. Performance testing was performed and probes were replaced, including the reagent probe. The field service representative returned again on (B)(6) 2015 to perform precision studies. No further abnormalities were seen since replacement of the reagent probe.